Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation an electrical reset of the device was observed. The patient is currently undergoing radiation therapy. The reset was cleared and parameters were checked. The device remains in use. No patient complications have been reported as a result of this event.